Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 25 days (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with spontaneous hematuria on (B)(6) 2018. Urology consulted and the patient received 1 unit of packed red blood cells (prbc) on (B)(6) 2018. Hemolysis panel was negative and urology was consulted again. Patient diagnosed with hemorrhagic cystitis. Bladder was flushed and resolved on (B)(6) 2018.

Event description:
Additional information: urology determined patient had asymptomatic bacteriuria that caused the bleeding. The hematuria resolved on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas could not conclusively be determined through this evaluation. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.